Manufacturer narrative:
(B)(4). Batch # = m91n8w. The analysis results found that the el5ml device was returned in good condition; upon visual inspection, a clip was noted to be jammed in the jaws. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips and 4 large gap clips. A possible cause of large gap clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. In addition the device locked out as intended but the orange indicator was found undertraveled. Please note that the indicator condition is unrelated with the report incident. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired one time and the clip did not fully close. The device did not fire a second clip. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Additional analysis was performed and the instrument was disassembled. The feedbar was found damaged. No conclusion could be reached as to what may have caused the found damage.